Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions, and a conclusive cause could not be determined from the information available. Hypotension is a known potential adverse effect per corevalve IFU. It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, an echocardiogram revealed mild paravalvular leak (pvl). Later that evening, the patient became hypotensive and an echocardiogram revealed severe pvl. Subsequently, a second transcatheter bioprosthetic valve was implanted valve-in-valve the following day. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.